Event description:
It was reported that liquid leakage occurred due to liner tearing. The event occurred in the facility. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during patient use/infusion. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. The device was contaminated with waste fluid. Visual inspection was performed, and the reported issue was replicated. No other anomaly was observed. A more detailed investigation will be conducted.